Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to the cds becomes caught in the chordae requiring surgery and subsequent death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, but the physician, inadvertently advanced the cds below valve and retracted when realized was under the valve. At that point a chord was attached above the gripper line, not allowing the grippers to raise, the clip became stuck in chordae. Multiple troubleshooting attempts were made, but unsuccessful. The patient was not tolerating manipulation below valve, and unable to free the clip from chordae, or deploy clip in chordae due to poor visualization, the patient was sent for surgery. The patient remained hospitalized and died on (B)(6) 2019, due to cardiac arrest. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. All available information was investigated, and the reported entrapment of device resulting in foreign body in patient and poor image resolution appear to the be due to user technique/procedural circumstances. Additionally, the definitive cause for cardiac arrest that resulted in death could not be determined. The reported patient effect of failure to retrieve mitraclip system components (foreign body in patient) death, cardiac arrest, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated that death was likely a complication of the surgical procedure and there was no evidence of device malfunction.